Event description:
The pt started to have bowel problems within weeks of implant (since (B) (6) 2009) and stopped having any feeling of whether or not to go-could not go without tons of medication. The device was turned off and the problems persisted. The pt ended up in the emergency dept and was hospitalized for 5 days. The urologist felt the situation was caused by narcotized bowel. The pt went off of all narcotics and the problem did not resolve. The pt was thinking about getting the device removed. Further f/u was not possible.

Manufacturer narrative:
(B) (4).